Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode migration. An x-ray confirmed extra-cochlear electrodes. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device.

Manufacturer narrative:
Following reimplantation, surgical fixation was performed. The recipients device was successfully activated, and the recipient¿s sound quality has improved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.